Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. Lead has been stretched causing the inner insulation to buckle, which prevents proper torque transfer from pin to helix. The helix does not retract.

Event description:
It was reported that the right atrial (ra) lead was found to have dislodged during the post-operative check. The physician attempted to reposition the lead to no avail. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.